Event description:
It was reported customer stated, "they were not satisfied with flexi-trak, due that it easily fell off".

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).